Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that in the operating room during aspiration with the syringe, air was aspirated. The wire was then placed, however, during placement the plastic cone detached from the needle. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the needle cannula detached from the hub was confirmed. One blue needle hub was returned with the cannula missing. The sample was visually examined under magnification. The end of the hub was observed to be damaged with cracks and a chip. Using pin gages, the inside diameter was measured at .0365 inches which meets the .0365/.0380" requirement of needle drawing. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined based on the information provided and without a complete sample. No further action will be taken.